Manufacturer narrative:
As part of ortho¿s investigation, retain testing of mts gel card lot 110222001-11 was performed using ortho vision and all results were as expected. Batch record review was performed and found that no product nonconformances were related to this lot. In addition, a complaint review was performed, and no other complaint was identified for this product with call area falseneg/weakreac. No trends were identified. The assignable cause of the discordant negative crossmatch testing results obtained by the customer is sample related, the patients anti-jka(jk1) antibody being weak and/or at the detection limit of the technique and reagents used and/or associated to the variability of the jka(jk1) antigen present on the donor red blood cells. There is no evidence of any systematic failure of the ortho reagents to perform as intended. In mitigation of the discordant negative antibody screening results, the anti-human globulin anti-igg (rabbit) mts¿ anti-igg card instruction for uses states: optimal reaction conditions vary across antibody specificities. No single test method will detect all antibodies. In some low ionic strength test systems, certain antibodies, such as anti-e and anti-k, have been reported to be nonreactive. No further complaint of this type has been received from the customer site since the time of the reported events.

Event description:
Mxp2521981; ra602093 report 1 of 2 a customer contacted ortho representative on (B)(6)2023 after observing what was described as discordant negative results for major crossmatch testing in indirect antiglobulin test (iat) for two patient samples using anti-human globulin anti-igg (rabbit) mts¿ anti-igg card lot 110222001-11 with two ortho vision ID-mts analyzers (50003245 and 50002594) used in a validation testing. Sample 1 was a known o positive patient with an anti-jka antibody. -on (B)(6) 2023, sample 1 was tested with donor 1 (known to be o positive, jka antigen positive) in mts anti-igg card lot 110222001-11 and found to be unexpectantly negative on ortho vision analyzer 50003245. -as part of troubleshooting, on (B)(6) 2023, sample 1 was tested again with donor 1 (known to be o positive, jka antigen positive) in mts anti-igg card lot 110222001-11 and again found to be unexpectantly negative on ortho vision analyzer 50002594. Sample 2 was a known b positive patient with an anti-jka antibody. -on (B)(6) 2023, sample 2 was tested with donor 2 (known to be b positive, jka antigen positive) in mts anti-igg card lot 110222001-11 and found to be unexpectantly negative on ortho vision analyzer 50002594. -as part of troubleshooting, on (B)(6) 2023, sample 2 was tested again with donor 2 (known to be b positive, jka antigen positive) in mts anti-igg card lot 110222001-11 and again found to be unexpectantly negative on ortho vision analyzer 50003245. The customer said that both samples were also tested for the immediate spin crossmatch test with the corresponding donor listed above and found to be compatible (no further details were provided). The customer reported that no biased results were reported, and no patients were harmed because of these events. This was validation testing performed by an ortho representative.